Event description:
This pt experienced coronary dissection during the use of a vista brite tip guide catheter. During a coronary intervention, this pt "developed a dissection of the proximal rca with temporary timi 0 flow". The dissection was considered "likely due to the guide catheter". This was successfully treated by wiring the true lumen and performing angioplasty and stenting with a single sirolimus-eluting stent taken back to the very proximal portion of the rca.

Manufacturer narrative:
No product was returned for eval. A review of the mfg records could not be done without a lot number. Dissection is a potential adverse event associated with coronary artery stenting. Review of the available info suggests that procedural factors may have contributed to the event.